Event description:
Medial meniscus tear [tear of medial cartilage or meniscus of knee, current]. Lot a pain during the day and at night [joint pain] ([condition worsened]). Mood disorder [mood disorder]. Gastroesophageal reflux disease without esophagitis [gastroesophageal reflux disease] . Altered gait [gait abnormal] ([foot discomfort]). Feeling down [feeling down]. Sleeping too much [sleep excessive]. Feeling tired [tiredness]. Feeling bad [feeling bad]. Trouble concentrating [concentration impaired]. Difficulty with sleep [sleep difficult]. Not getting relief [device ineffective]. Little stiff [joint stiffness]. Joint swelling [joint swelling]. Case narrative: based on the information received on 24-sep-2018, case was changed to valid serious case from non-case. Initial information received on 21-sep-2018 regarding an unsolicited valid serious case received from a healthcare professional. This case involves a (B)(6) female patient (B)(6) who experienced medial meniscus tear, lot a pain during the day and at night, mood disorder, gastroesophageal reflux disease without esophagitis, altered gait, feeling down, sleeping too much, feeling tired, feeling bad, trouble concentrating, difficulty with sleep, not getting relief from the things, little stiff and joint swelling, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one).(latency: unknown) the patient's past medical history included abortion spontaneous from (B)(6) 2012 to (B)(6) 2013, pregnancy from (B)(6) 2012 to (B)(6) 2012, hypersensitivity, anxiety, depression, varicella, tonsillectomy, surgery, surgery, eye operation, female sterilisation, caesarean section on (B)(6) 2012, non-tobacco user, seasonal allergy, cough, headache, nasopharyngitis, abdominal discomfort, drug hypersensitivity with depo provera, denies latex, obesity, anaemia, acne, back pain, abdominal pain, bursitis, groin pain, femoral hernia, menorrhagia, ear pain, oropharyngeal pain, ear pain, dysmenorrhoea, pyrexia and pharyngitis. The patient's past medical treatment included omeprazole with dose, vitamin e, multiple vitamins, cholecalciferol, cyclobenzaprine hcl, lortab [hydrocodone bitartrate;paracetamol], toradol and dilaudid. The patient's past vaccination(s) included dtp on (B)(6) 1986 and (B)(6) 1986, vaccine hepa b on (B)(6) 1998, (B)(6) 1999 and (B)(6) 1998, influenza vaccine on (B)(6) 2011 and (B)(6) 2010, mmr on (B)(6) 2002 and (B)(6) 1986, opv on (B)(6) 1986, pneumococcal polysaccharide vaccine on (B)(6) 2006, tdap on (B)(6) 2015 and (B)(6) 2008, td on (B)(6) 1999 and (B)(6) 1997 to (B)(6) "2997." The patient's family history included diabetes mellitus with father, diabetes mellitus with maternal grandmother, breast cancer with paternal grandmother, colon cancer with maternal grandfather and with hypertension. At the time of the event, the patient had ongoing skin papilloma on (B)(6) 2004, migraine on (B)(6)2005, acne varioliformis on (B)(6) 2006, acne on (B)(6) 2007, hyperhidrosis on (B)(6) 2009, malaise on (B)(6)2011, fatigue on (B)(6) 2011, abdominal pain on (B)(6) 2011, depression on (B)(6) 2013, arthralgia on (B)(6)2017 and seizure. Concomitant medications included buspirone hydrochloride (buspar); naproxen sodium (aleve) for pain; fluoxetine hydrochloride (prozac); sumatriptan (imitrex [sumatriptan]) for headache; ibuprofen (motrin); metformin hydrochloride (glucophage) for diabetes mellitus; phentermine hydrochloride (adipex-p); ascorbic acid, ergocalciferol, folic acid, retinol, tocopherol, vitamin b nos (multiple vitamins); docosahexaenoic acid, eicosapentaenoic acid (omega 3 [docosahexaenoic acid;eicosapentaenoic acid]); and melatonin (melatonin). On (B)(6) 2018, the patient started using synvisc one dosage 6 ml via intra-articular route, (lot - unk) for arthralgia, osteoarthritis and arthritis. On unknown date, the patient developed medial meniscus tear for which he suffered from left knee arthroscopy. On the unknown date, patient stated that she experienced mood disorder. It was also reported that patient developed gastroesophageal reflux disease without esophagitis. It was also reported that patient experienced a lot a pain during the day and at night even after the injection. She also suffered from altered gait, due to which she experienced foot discomfort. On unknown date, patient also experienced that she was feeling down. She also complained that she was sleeping too much. On unknown date, she stated that she was feeling tired. It was also stated that she was feeling bad. She was also experiencing trouble concentrating. On unknown date, she also stated that she had difficulty with sleep. It was reported that, she was not getting relief from the use of synvisc on injection and still had lot a pain during the day and at night. She also stated that it was little stiff for her and experienced joint swelling. Corrective treatment: knee arthroscopy for medial meniscus tear. Outcome: not recovered for the gastroesophageal reflux disease without esophagitis; unknown for rest of the events. Seriousness criteria: hospitalization for medial meniscus tear; intervention required for medial meniscus tear and lot a pain during the day and at night. Additional information was received on 24-sep-2018 from the healthcare professional. Case was changed to valid serious case from non-case. Text amended accordingly. Follow up information received on 03-oct-2018. No new information was received.

Event description:
Medial meniscus tear [tear of medial cartilage or meniscus of knee, current] lot a pain during the day and at night [joint pain] ([condition worsened]) mood disorder [mood disorder] gastroesophageal reflux disease without esophagitis [gastroesophageal reflux disease] altered gait [gait abnormal] ([foot discomfort]) feeling down [feeling down] sleeping too much [sleep excessive] feeling tired [tiredness] feeling bad [feeling bad] trouble concentrating [concentration impaired] difficulty with sleep [sleep difficult] not getting relief [device ineffective] little stiff [joint stiffness] joint swelling [joint swelling]. Case narrative: based on the information received on 24-sep-2018, case was changed to valid serious case from non-case. Initial information received on 21-sep-2018 regarding an unsolicited valid serious case received from a healthcare professional. This case involves a 37 years old female patient (86.077 kg) who experienced medial meniscus tear, lot a pain during the day and at night, mood disorder, gastroesophageal reflux disease without esophagitis, altered gait, feeling down, sleeping too much, feeling tired, feeling bad, trouble concentrating, difficulty with sleep, not getting relief from the things, little stiff and joint swelling, while she was treated with with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one).(latency: unknown) the patient's past medical history included abortion spontaneous from (B)(6) 2012 to (B)(6) 2013, pregnancy from (B)(6) 2012 to (B)(6) 2012, hypersensitivity, anxiety, depression, varicella, tonsillectomy, surgery, surgery, eye operation, female sterilisation, caesarean section on (B)(6) 2012, non-tobacco user, seasonal allergy, cough, headache, nasopharyngitis, abdominal discomfort, drug hypersensitivity with depo provera, denies latex, obesity, anaemia, acne, back pain, abdominal pain, bursitis, groin pain, femoral hernia, menorrhagia, ear pain, oropharyngeal pain, ear pain, dysmenorrhoea, pyrexia and pharyngitis. The patient's past medical treatment included omeprazole with dose, vitamin e, multiple vitamins, cholecalciferol, cyclobenzaprine hcl, lortab [hydrocodone bitartrate;paracetamol], toradol and dilaudid. The patient's past vaccination(s) included dtp on (B)(6) 1986 and (B)(6) 1986, vaccine hepa b on (B)(6) 1998, (B)(6) 1999 and (B)(6) 1998, influenza vaccine on (B)(6) 2011 and (B)(6) 2010, mmr on (B)(6) 2002 and (B)(6) 1986, opv on (B)(6) 1986, pneumococcal polysaccharide vaccine on(B)(6) 2006, tdap on (B)(6) 2015 and (B)(6) 2008, td on (B)(6) 1999 and (B)(6) 1997 to (B)(6) 1997. The patient's family history included diabetes mellitus with father, diabetes mellitus with maternal grandmother, breast cancer with paternal grandmother, colon cancer with maternal grandfather and with hypertension. At the time of the event, the patient had ongoing skin papilloma on(B)(6) 2004, migraine on (B)(6) 2005, acne varioliformis on (B)(6) 2006, acne on (B)(6) 2007, hyperhidrosis on (B)(6) 2009, malaise on (B)(6) 2011, fatigue on (B)(6) 2011, abdominal pain on (B)(6) 2011, depression on (B)(6) 2013, arthralgia on (B)(6) 2017 and seizure. Concomitant medications included buspirone hydrochloride (buspar); naproxen sodium (aleve) for pain; fluoxetine hydrochloride (prozac); sumatriptan (imitrex [sumatriptan]) for headache; ibuprofen (motrin); metformin hydrochloride (glucophage) for diabetes mellitus; phentermine hydrochloride (adipex-p); ascorbic acid, ergocalciferol, folic acid, retinol, tocopherol, vitamin b nos (multiple vitamins); docosahexaenoic acid, eicosapentaenoic acid (omega 3 [docosahexaenoic acid;eicosapentaenoic acid]); and melatonin (melatonin). On (B)(6) 2018, the patient started using synvisc one dosage 6 ml via intra-articular route, (lot - unk) for arthralgia, osteoarthritis and arthritis. On unknown date, the patient developed medial meniscus tear for which he suffered from left knee arthroscopy. On the unknown date, patient stated that she experienced mood disorder. It was also reported that patient developed gastroesophageal reflux disease without esophagitis. It was also reported that patient experienced a lot a pain during the day and at night even after the injection. She also suffered from altered gait, due to which she experienced foot discomfort. On unknown date, patient also experienced that she was feeling down. She also complained that she was sleeping too much. On unknown date, she stated that she was feeling tired. It was also stated that she was feeling bad. She was also experiencing trouble concentrating. On unknown date, she also stated that she had difficulty with sleep. It was reported that, she was not getting relief from the use of synvisc on injection and still had lot a pain during the day and at night. She also stated that it was little stiff for her and experienced joint swelling. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Corrective treatment: knee arthroscopy for medial meniscus tear. Outcome: not recovered for the gastroesophageal reflux disease without esophagitis; unknown for rest of the events. Seriousness criteria: hospitalization for medial meniscus tear; intervention required for medial meniscus tear and lot a pain during the day and at night. Additional information was received on 24-sep-2018 from the healthcare professional. Case was changed to valid serious case from non-case. Text amended accordingly. Follow up information received on 03-oct-2018. No new information was received. Additional information was received on 09-oct-2018. Global ptc number and ptc results were added. Text amended accordingly. Follow up information received on 10-oct-2018. No new information received. Follow up information received on 03-oct-2018. No new information received.